Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's father reported via phone call that the insulin pump alarmed motor error during bolus. Blood glucose value was over 600 mg/dl. It was stated that they had been receiving no delivery alarms for about three hours. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was able to complete the rewind sequence. The alarm history showed a motor error in (B)(6) and another one on (B)(6) 2015. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window and a cracked reservoir tube lip.